Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 349 mg/dl at the time of the incident and the current blood glucose was also same. Customer ate and not given a bolus since the pump turned blank and the battery keeps saying to change. Customer treated high blood glucose with manual bolus using the pump based on customer report customer does not allege pump was under delivering. Customer stated that, the display was not blank less than 30 seconds. Customer changed the battery and now the pump is back on and working. The insulin pump will not be returned for analysis.